Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high. The customer reported that the blood glucose was 416mg/dl. The customer stated that her reservoir hasn't been locking in place because it has chips around the reservoir lip. Customer stated that she is running high right now. The customer was offered to do high blood glucose troubleshoot to figure out the cause but the customer declined. The customer already corrected it by using the pump to bolus. The insulin pump will not be returned for analysis.